Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system is filed under a separate medwatch report.

Event description:
This is filed to report that the clip delivery system (cds 71017u280), got caught on the leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 2. The first cds (71017u280) was advanced to the mitral valve, resistance was felt and it was noted that the shaft of the cds was caught on the anterior mitral valve leaflet. The cds was freed from the anterior leaflet after trouble shooting maneuvers and an anterior flail was noted due to the entanglement. Under fluoroscopy, gripper actuation was not very visible, it is possible that the grippers did not move; thus the clip was not implanted and was removed. A second cds (71017u282) was advanced and grasping was performed without issue, however after gripper line removal the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). Another clip was implanted to stabilize the implanted clip. A total of two clips were implanted, however mr remained at a grade of 2. The patient remains critical. No additional treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported gripper arm actuation issue was not confirmed during returned device analysis. The reported difficulty to remove the device could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigation and a definitive cause for the reported gripper actuation issue could not be determined in this incident as the grippers actuated without any issues during returned device analysis. The reported tissue damage was due to device interaction/entanglement with the mitral valve leaflet and is related to procedural conditions/user technique. It should be noted that the reported patient effect of mitral valve injury (tissue damage), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.